Event description:
Potential excessive pt radiation exposure due to incorrect amplimat field selection logic in the x-ray generator. The amplimat field selection reverts to the previously selected apr program. Not the program of the currently selected apr. This problem is reproducible in two x-ray rooms that use the same model of generator.